Event description:
It was reported by a nurse that the patient had put on their backpack, felt a tugging sensation and felt like the vns stimulation became painful. The patient's vns stimulation was disabled using their magnet and the patient experienced three seizures while the generator was disabled. The patient indicated their vns stimulation was causing pain despite the vns output current being turned off. The patient requested to have the vns turned on as it helped with their seizures. Lateral neck x-rays and ap chest x-rays were received and reviewed. The generator was located in the patient's upper left chest, the connector pin was visualized coming through the second connector block, and feedthru wires appeared to be intact. Strain relief was present per labeling with two tie-downs present. Part of the lead was routed behind the generator. There were no sharp angles or discontinuities observed in the visible lead portions. No further relevant information has been received to date.